Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient reported radicular pain following the procedure. The surgeon determined that the most cranial positioned implant was impinging on the nerve root. The surgeon performed a revision procedure the day after the initial surgery where he removed the implant. The patient's pain resolved.